Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The customer removed and returned the suspect analog board to zoll (B)(4) for evaluation and the malfunction was confirmed. The customer received a replacement analog board to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed self-test and was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.